Event description:
It was reported that the patient experienced inadequate stimulation and tenderness in the ipg site when charging. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7018140.